Event description:
Per the clinic, the patient discontinued use of the device due to reports of inflammation and pain around the antenna portion of the device site. On (B)(6), 2013, an x-ray revealed the magnet had become dislodged. It is unknown if surgery to replace the magnet has been completed, as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the surgery to replace the magnet has been completed on (B)(6) 2013. The implanted device remains. This report is filed november 19, 2013.